Manufacturer narrative:
(B)(4). The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the cable carrying the active electrode caught fire at the point where it connects to the electrosurgical device outlet. The lead (cord) was also reportedly burnt. The unit was set to coagulate at a power of 25 watts when the incident occurred. A co2 fire extinguisher was used by the staff to extinguish the fire and the device was removed from the operating room and another unit was utilized to complete the procedure. There were no reported injuries associated with this event.